Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, however the account did not contact baxter for the repair, and it was repaired by third party company. No technician from baxter was on-site for inspection and investigation of the issue. The cause of the alleged unintended movement of the table could not be reproduced during the customer test with the same type of operating table in the operating room and without the faulty remote control a deeper analysis is not possible. Although there was no injury associated with this event, if the reported event were to recur it could lead to injury or death. Therefore, baxter is reporting this complaint.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that during a surgical procedure, the end of the bed began to fall and the bed body tilted when no one operated the remote control. The nurse quickly operated the remote control and raised the end of the bed to maintain the position to avoid the displacement of the patient. No harm or significant impact to the surgical procedure was reported.